Event description:
A malfunction on the pump was reported, though there were no notable events prior to this occurrence, and the customer's blood glucose level did not exceed 500 mg/dl. The fault ID was available, and the malfunction code was resettable. Tandem technical support provided pump reset information and assisted the caller with resetting the pump, though the same malfunction code recurred afterwards. As a result, tandem technical support decided to replace the pump. The customer plans to use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. The pump is out of warranty, and the call was disconnected while on hold, prompting technical support to attempt further follow-up.